Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer reported gain settings on a cell-dyn emerald analyzer did not match the standard setting. Abbott customer support assisted the customer in updating the gains settings. There was no adverse impact to patient management reported.